Event description:
It was reported the patient's scs ipg was replaced due to an increase in recharge burden and difficulty with the charging system locating the scs ipg after the patient lost weight. The issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.